Event description:
It was reported to (B)(6) via fax that a user facility¿s registered nurse (rn) reported that after attaching and flushing the venous limb of the patient's central venous catheter (cvc), the rn attempted to detach the syringe, but the inner portion of syringe (plastic tip) was left lodged in the cvc. This occurred during a patient¿s hemodialysis (hd) treatment. The staff could not remove the syringe tip and the patient was sent to the hospital. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).